Manufacturer narrative:
H6 - health effect clinical code: 4581 - muscae volitantes. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -10.0/1.5/011 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient complaint of pain around the eye and the surgeon notes the patient had muscae volitantes (eye floaters). The lens was explanted on (B)(6) 2023 and the problem was resolved. The cause of the event was reported as "other".